Manufacturer narrative:
(B)(4).

Event description:
It was reported that stored electrograms revealed that the atrial lead exhibited oversensing of noise. The lead was capped and replaced on (B)(6) 2016. There were no adverse consequences for the patient.